Manufacturer narrative:
Correction: review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for evaluation

Event description:
Medtronic received information regarding an imaging device being used for a cranial biopsy procedure. It was reported that during a case the site was able to take successful images. At the end of the case the technologist went to take a confirmation spin and the system would not work. They tried using the system in fluoroscopic mode with no success. They rebooted the system and it booted fully, however, the e-stop then wouldn't clear. The second pendant was plugged in and the e-stop was cleared. The issue was resolved. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue.